Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00590 d10: unk zimmer 16mm versys beaded full coat, large metaphyseal cementless prous stem unk zimmer trilogy holed acetabular 60mm outside, 28mm inside. Unk screws x 3 unk allograft the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to unknown reasons. The head and liner were revised and a femoral plating system with cerclage wires were implanted prophylactically. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha occurred on an unknown date. Medical records were not provided for the most recent revision and the reason for revision is currently unknown. The head and liner were explanted and replaced. Cables were also placed. 3 undated images assessed and not submitted as the patient has undergone multiple revisions and unable to determine the timeline of the images. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.